Event description:
During pt treatment, the oscillatory amplitude display climbed from 25 to 42, but there was no change in the sound of the oscillating driver or an increase in "chest wiggle" of the pt. The pt was placed on another 3100a without compromise.